Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the low impedances wasn't determined and nothing would be done in the future to resolve the low impedances. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that after the implantation of the new ipg it was noted that the contact pairing 2/3 was 56 ohms (did not exist prior). The surgeon removed the extension wire, cleaned it, and retested with the same results. They removed it again, inspected the ipg for debris and cleaned the extension wire again. They were sure all the set screws were screwed down and visually inspected that all contacts were touching metal. There was no change and the surgeon decided to leave the system as is with the contact pairing 2/3 at 56 ohms. The patient was not using that contact pairing for therapeutic settings. The issue was resolved at the time of the report. There were no further complications reported.